Event description:
The customer reported that they received questionable results for two patient samples tested for thyrotropin (tsh). The tsh result obtained on the cobas e601 analyzer was higher than the result from a beckman coulter analyzer. Of the two samples, one had an erroneous tsh result that was reported outside of the laboratory. The sample initially resulted as 1.28 uiu/ml when tested for tsh on the e601 analyzer and this value was reported outside of the laboratory. The physician stated that the patient had been treated with radioactive iodide for grave's disease 10 years ago and was taking synthroid. The physician expected the results to decrease after he had treated the patient. The sample was repeated on a beckman coulter analyzer, resulting as 0.96 uiu/ml. The laboratory personnel believed the e601 result to be correct since all calibrations and controls were within specifications. The physician believed the result from the beckman coulter analyzer matched the patient's clinical condition. The patient was not adversely affected. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be determined. The affected sample was requested for investigation, but could not be provided. From the information provided, a general reagent issue can most likely be excluded. When comparing values from assays from different vendors, these values can differ due to different setups of the assays, the antibodies used, and the variances in reference methods. In addition, the values of thyroid parameters vary in function of age, gender, and other population characteristics. These variations must be taken into account when comparing values for thyroid testing.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.